Event description:
It was reported that the bag inside ruptured and could not be filled. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Visual testing was performed on the sample returned product and was within manufacturing specifications. Functional testing was conducted on one of the two samples tested, and leaking was confirmed.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08075 is no longer considered reportable, please disregard any MDR reports associated with it.